Event description:
The initial surgery for a two-level spine hardware procedure was performed in 2007. After a subsequent complaint of pain by the pt, it was noted on x-ray the left rod had slipped from the tulip of the screw located at l4. It should be noted the set screws were still tight. At about fifty days later, a revision surgery was performed. All four set screws were replaced. The pre-lordosed rods were replaced with straight ones. The patient has since fused and continues to complain of pain.

Manufacturer narrative:
Evaluation method, results code - device was not returned to manufacturer; no evaluation could be performed.